Manufacturer narrative:
The sonicare brush head is an accessory to the sonicare easyclean power toothbrush

Event description:
Consumer complained about bristles falling out of brush head. No injury reported.